Manufacturer narrative:
(B)(4). Report source: (B)(6). Implant date: (B)(6) 2008. Concomitant medical product: nexgen lps flex gsf option sz, cat#: 00576401751, lot#: 60765897; lps flex nexgen articular surface with locking screw, cat#: 00596404217, lot#: 60185440; headed screw, cat#: 00579104100, lot#: 60923419; headed screw, cat#: 00579104100, lot#: 60954060; nexgen flex taper plug, cat#: 00596009900, lot#: 60162553. Reported event was considered confirmed at the x-rays showed implant disassembly with the loosening of the locking screw of the tibial component. Mild radiolucency at the cement hardware interface of the tibial was also found. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03469.

Event description:
It was reported that the patient was revised ten years after primary revision due to instability. No additional patient consequences were reported.